Event description:
Procedure: nephrectomy. According to the reporter: the instrument misfired and damaged the vessel. Another unit was opened and the clip applier misfired again. The surgeon collected the clips from inside the patient and completed the procedure with an endo clip.